Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no return of product is intended, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during follow up visit, this right ventricular lead displayed variable high out of range impedance measurements. In addition, sensing values had decreased. Episodes of ventricular tachycardia were reported due to noise. It was thought this lead was fractured. A revision procedure was performed; this lead was surgically abandoned and replaced. No adverse patient effects were reported.